Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading were 600 mg/dl at the time of hospitalization. Customer was treated with saline solution and insulin drip. Customer does not allege pump was under delivering. Customer performed high pressure test and the test was failed. However, customer performed repeated high pressure test and the test was also failed. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.